Manufacturer narrative:
A visual examination of the returned device found that the blue sheath grip was detached from the over sheath and there was a kink in the control wire. The clip assembly was located just inside the over sheath. The over sheath was then pulled back to expose the clip assembly. Functionally, the prongs were able to open and close; however, it was noticed that they were bent. The clip assembly was then deployed per design as two clicks were heard. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the evaluation conducted, it is probable that the bent prongs are due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure on (b)(4, 2011. According to the complainant, during the procedure, the clip was locked prior to advancement out of catheter and the procedure was completed with another resolution clip. There were no reported complications as a result of this event. Preliminary investigation results of the complaint device revealed that the clips prongs were bent backwards. Based on this information, the event has been deemed reportable.